Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant of this lead, the lead was first attempted in the right ventricle but due to the patient anatomy was ultimately too short and was instead successfully placed in the right atrium. The right ventricular lead was then placed but this lead dislodged during the process. An attempt was made to reposition the lead but helix extension difficulty was encountered and high out of range pacing impedances were observed. A conductor fracture was suspected and this right atrial lead was explanted and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.